Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(6) - the dentist reported that, 2 months after two dental implants were installed in intraoral region #19 and #28, their non-osseointegration was observed. The implants were installed without immediately load and the patient presented bone type ii.